Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. Customer support instructed the caller on inspecting and cleaning various components of the pump, including the cartridge and pneumatic tap area, to resolve the issue. Despite these efforts, the customer was unable to successfully load the cartridge and declined further troubleshooting after becoming upset. No additional information was received regarding the final outcome of the event.